Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The scroll bar was moving without user input. The buttons intermittently work. The device was exposed to a change in altitude. Troubleshooting was performed. The device did not pass the audio test. The customer's blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
No buzzing or ding tones anomalies noted during testing. No unexpected insulin flow blocked alarms/no delivery/occlusion alarms noted during testing. All buttons function properly; no damage to keypad traces and connector on pcba 1 was not unlocked during visual inspection. No keypad anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.